Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6), ubd: 13-jul-2024, UDI#: (B)(4); product ID: b3301542, serial/lot #: (B)(6), ubd: 28-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a seizure and fell. The fall resulted in a head laceration. The emts were called and there was believed so be a possible subarachnoid hemorrhage, and the wires were exposed. The patient had the wound flushed out and sutures applied. The etiology was listed as possibly related to the device/therapy and causal relationship to the disease state.